Event description:
It was reported that a balloon rupture occurred. The physician used a 8.0 x 80, 75cm mustang¿ balloon for an av fistula through a non-bsc sheath. The balloon ruptured in a tight lesion near the shoulder when it was inflated to 18 atm. The physician attempted to remove it, but it was "hung up" and when it was finally removed from the sheath, only part of the balloon was still on the shaft. The distal marker and a portion of the balloon remained in the patient.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).